Event description:
While in use the device jammed. A new device was opened and used to complete the procedure. Per reporter, manufacturer provided tracking number and return packaging after numerous reminder calls.